Manufacturer narrative:
According to the distributor, the patient was a high bmi patient that had laxity over time requiring added. Length on the head. There were no other complications that happened with the implants. A 36mm, +0mm ceramic femoral head was revised with a 36mm, +10mm cocr femoral head. The primary contributing factor appears to be the patient's elevated bmi leading to soft tissue laxity. The revision surgery was unrelated to the implants. Performance.

Event description:
The distributor reported that the patient was a high bmi patient that had laxity over time requiring added length on the head. There were no other. Complications that happened with the implants. The original surgery took place in (B)(6) 2023. The revision of the ceramic head occurred on (B)(6) 2025.